Event description:
A tandem mobi cartridge alarm was reported, causing concern, but it did not lead to the customer's blood glucose level exceeding 500 mg/dl. Therefore, there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm 34 and decided to replace the pump. The customer, who opted to continue using the current pump until the replacement arrived, was advised about receiving a pump with updated software and instructed on the necessary steps for returning the malfunctioning pump. The replacement pump was sent without requiring a delivery signature.